Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away from covid-19, with no allegations that the implanted device was related to the patient's death. However, device behavior was unexpected. It was noted the device appeared to have a remining longevity of 4 years, but the (B)(6) 2021 transmission in the latitude remote monitoring system indicated monitoring was disabled due to limited battery capacity and the device had reached explant status on (B)(6) 2000. The device was implanted in (B)(6) 2016, so this was an erroneous date. The latitude data also noted multiple episodes of antitachycardia pacing (atp) and shock therapy delivered on (B)(6) 2021, however it could not be confirmed if the device actually delivered this therapy. It was noted a magnet had been applied to the device, as the patient was terminally ill. Technical services recommended the device be returned for laboratory analysis. Engineering was analyzing the latitude data to determine a cause for the unexpected device behavior, but the results were not yet available. The field representative reported that the device was not explanted post-mortem and was buried with the patient. The device has not been returned for analysis. Therefore, the root cause of the reported premature battery depletion and unexpected device behavior cannot be confirmed. However, engineering reviewed the available device data and found that the device jumped to end of life (eol) battery status due to a long charge time. The device skipped elective replacement indicator (eri) battery status, so the eri timestamp defaulted to 1-jan-2000. The last upload to latitude showed the warning about remote monitoring being disabled, as the clinician had reported, and there were no episodes recorded. The previous transmission that was uploaded about 10 hours prior did contain episodes and alerts for anti-tachycardia pacing (atp), shocks, and ventricular tachycardia (vt) events. Unfortunately, any stored episodes would only be retrievable from the physical device since the device had reached eol. It had been reported that therapy had been disabled by placing a magnet over the device, due to the patient's terminal status; therefore, it is possible the device did deliver atp and shock therapy if the magnet had moved out of position. There were 15 alerts for atp and 9 alerts for shock delivery over about nine hours. This many device charges in a short time period could have caused the long charge time that resulted in the eol battery status.

Manufacturer narrative:
This report will be updated when additional information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report will be updated when additional information is available.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away from covid-19, with no allegations that the implanted device was related to the patient's death. However, device behavior was unexpected. It was noted the device appeared to have a remining longevity of 4 years, but the (B)(6) 2021 transmission in the latitude remote monitoring system indicated monitoring was disabled due to limited battery capacity and the device had reached explant status on (B)(6) 2000. The device was implanted in (B)(6) 2016, so this was an erroneous date. The latitude data also noted multiple episodes of antitachycardia pacing (atp) and shock therapy delivered on (B)(6) 2021, however it could not be confirmed if the device actually delivered this therapy. It was noted a magnet had been applied to the device, as the patient was terminally ill. Technical services recommended the device be returned for laboratory analysis. Engineering was analyzing the latitude data to determine a cause for the unexpected device behavior, but the results were not yet available.